Manufacturer narrative:
The following additional findings were also noted: leak at the instrument channel, bending section cover glue lifting, restriction at the brush passage, sw1 to sw4 not working, dent at the bending section, dents and failed ring gauge on the insertion tube, scratches on the control body, and worn labels. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that when preparing the evis exera iii bronchovideoscope for an unspecified procedure, the picture goes in and out [intermittent image]. The procedure was completed with another similar device. There was no report of patient or user injury due to the event. The subject device was received at an olympus service center for evaluation. During inspection and testing, it was observed that there was no image displayed. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to one of the following: water invaded the scope while the user was handling the device due to a leak in the biopsy channel, which led to an abnormality in the electrical parts and resulted in the loss of image. Physical stress was applied to the insertion section while the user was handling the device, which led to a damaged charge-coupled device (ccd) unit and resulted in the loss of image. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distleakal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.